Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard wires were too short. However, cable was in good condition. The motor and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. However, with the available information, we cannot determine the root cause of the short wires on the keyboard. The corroded motor would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/09/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.